Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. No patient harm. No added incisions or time. Opened new kit to finish case. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. Visualization was not compromised.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 03/26/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. The shaft of the harvesting device was observed to be bent forward closest to the base of the jaws. The intact jaws were observed to be in closed state. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. No additional testing was conducted on the harvesting device due to the condition of the bent shaft as well as the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "break-c-ring" was confirmed as well as the analyzed failures "material twisted/ bent shaft" and "mechanical problem- jaws unable to open and close" were observed. The lot # 3000458338 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or analyzed failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.